Event description:
It was reported that during a procedure in a loop graft, the basket on the percutaneous thrombolytic device separated from the cable. The basket was retrieved via a snare. There were no further complications.